Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to low blood glucose. Customer's blood glucose was 35 mg/dl. Customer ate food and drank juice. Customer stated that she was hospitalized and stated that she went low due to not having sensors and hormones are messed up. The customer was advised to monitor the issue and to call back if issue persists. Customer stated the insulin pump is not malfunctioning. No further information provided.